Event description:
It was reported that, "handle no longer locks into the impactors."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.